Event description:
It was reported via phone call, that the customer received a button error alarm, buttons are unresponsive. Customer's blood glucose level at the time was unknown. The customer was advised that the device would be replaced.

Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to moisture damage noted on keypad traces.